Event description:
Apporximately 9 months following the placement of two cypher stents, the patient returned for follow-up. Repeat angiography revealed a displacement type fracture of the angulated part of the distal and proximal stents. There was no restenosis and no additional intervention was required. This patient was admitted for further evaluation of unstable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiograhy revealed single vessel disease. The target is described as an eccentric, mildly tortuous, de novo segment of the mid left anterior descending artery. This lesion had angulations of <45 degrees, with no calcification or thrombus present. Lesion length was 10-20mm. Timi is 3. It is unknown if the lesion was pre-dilated. A cypher 2.75 x 28mm stent was placed followed by a cypher 3.0 x 28mm stent. Maxiumum balloon pressure is reported at 14 atms. It is unknown if post-dilatation was performed.